Event description:
It was reported that occlusion alarms occurred. Customer¿s blood glucose level was 420 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. Customer changed soft cannula infusion set and cartridge and resumed insulin. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. Customer acknowledged and understood.